Event description:
Reference number (B)(4). Event occurred in china. It was reported that patient faced infusion set leakage event on (B)(6) 2026. The leakage was at the quick release as the quick release was not tightly connected. No further information available.